Event description:
Information received by medtronic indicated that the customer was hospitalized due to diabetic ketoacidosis. The customers blood glucose was 33 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 patient admitted to the hospital for high blood glucose, diabetic ketoacidosis. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, corroded keypad traces on the flex and moisture damage on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error fatal alarm confirmed in the history files on (B)(6) 2021 at 13:40:00.000 due to corrosion on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, cracked battery tube threads, scratched case, case at the corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, cracked overlay at the select button and cracked retainer. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error. Critical pump error (open book image) alarm and pump error alarm confirmed due to corrosion on the force sensor. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged high blood glucose, diabetic ketoacidosis. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
It was reported that the customers cannula was not penetrating in the skin. Customer reported that needle was shorter than normal and bent cannula was observed within use of several hours.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated and provided in the b5 section of this report.